Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the rotablator rotalink atherectomy device. The rotawire drive used in the procedure was received within the rotablator device. The advancer, handshake connections, burr housing, coil, sheath, burr, and annulus were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to advance the returned rotawire through the rotablator device after initially removing it with no issues. The returned rotawire was able to be advanced and removed from the rotablator device with no resistance or issues. Product analysis could not confirm the reported stuck rotawire, as the rotawire was able to be removed and reinserted through the returned rotablator device with no resistance or issues.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the device was tried to be retrieved after ablation was performed, but the burr got caught in the wire and could not be retrieved, so it was retrieved together with the wire. The procedure was completed as it was. There was no patient injury.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the device was tried to be retrieved after ablation was performed, but the burr got caught in the wire and could not be retrieved, so it was retrieved together with the wire. The procedure was completed as it was. There was no patient injury.